Event description:
The complaint was reported as: complaint alleges: during a surgery, the tip broke off in a dog. The piece was retrieved, but thrown away. No pt injury reported.

Manufacturer narrative:
Device sample has been received by MFR, but investigation is incomplete at time of this report.